Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 742 mg/dl and "injury to legs, hands, [and] body became swollen"; cause was not known. Customer went to the emergency room with moderate ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. The customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.